Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, an intervention occurred to treat indeterminate aneurysm growth. Initial angiography showed no apparent endoleak. A decision was made to treat possible endotension. The previously placed grafts were relined with three gore excluder aaa endoprostheses. Completion angiography showed no apparent endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of the mfg paperwork has not been completed. (B)(4).